Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "dual percutaneous repair for aortic annulus rupture after balloon-expandable tavr" was reviewed. The article presented a case study, to evaluate a dual percutaneous repair for aortic annulus ruputre after balloon-expandable tavr. Devices mentioned include navitor and a non-abbott device . The article concluded that annulus rupture is a rare but critical tavr complication. Rapid diagnosis and multidisciplinary coordination are essential. Percutaneous strategies, including valve-in-valve and coil embolization, may be lifesaving in select cases. [The primary author and corresponding author was charles vidoni at jean minjoz university hospital institution with corresponding email cvidoni@chu-besancon.fr]. The date of this case study was not provided. One patient received an abbott device and was included in this case study. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included previous cardiac tamponade, previous vascular dissection. (B)(6), unk navitor-29 peri- and post-procedural complications included heart block, permanent pacemaker, pseudoaneurysm, surgical intervention.

Manufacturer narrative:
As reported in a research article, dual percutaneous repair for aortic annulus rupture after balloon-expandable tavr. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. No additional information was received from field. Based on the information received, the cause of the reported heart block may have been due to procedural complications. However, this could not be conclusively determined. The reported surgical intervention was under case specific circumstance as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The navitor¿ valve is intended to replace a stenotic native aortic valve. Since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm.